Event description:
It was reported that the patient sustained hypersensitivity due to suspected infection to the pacemaker at the implanted area. The patient complained of discomfort due to the issue. No intervention was performed. The patient's status was unknown.